Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. The DHR for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre reader would not turn on when inserting test strip, but would with button press. As a result, the customer's ketone results were unable to be obtained. The customer became weak, had blurred vision, had difficulty speaking, and was vomiting, and was given vogalene (mesoridazine), then taken to pediatric hospital. The caller reported the customer was diagnosed with diabetic ketoacidosis but did not provide treatment information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre reader would not turn on when inserting test strip, but would with button press. As a result, the customer's ketone results were unable to be obtained. The customer became weak, had blurred vision, had difficulty speaking, and was vomiting, and was given vogalene (metopimazine), then taken to pediatric hospital. The caller reported the customer was diagnosed with diabetic ketoacidosis, but did not provide treatment information. There was no report of death or permanent injury associated with this event.